Manufacturer narrative:
Concomitant medical products: product ID: 6935m-62 lead, implanted: (B)(6)2017. Product event summary: the full lead was returned, analyzed, and no anomalies were found the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.